Event description:
This customer reported a failure to discharge that was identified during testing of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge that was identified during testing of the device. There was no pt involvement. The device was evaluated locally by philips and the issue was isolated to the external paddle set. The paddle set was replaced to resolved the symptom.